Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a (CPAP/bipap) device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Pil technician observed an insect inside the ui panel. Liquid ingress was observed on the blower, blower box, and p4 power connector. Inv1023 addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Did observe dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. In this report, has been updated or corrected.